Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported events involve a large automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. For all of the events, a field representative went onsite to evaluate the device and did not identify a specific root cause. Upon further investigation by the manufacturer, no specific root cause for the events could be determined. No systemic issue was identified with the device during the investigation of these events.

Event description:
This report summarizes <noe>3</noe> malfunction events where erroneous results were generated by the cobas c702 analyzer. The first event involved an erroneous result for hdl-cholesterol plus 3rd generation for one patient and an erroneous result for urea/bun for one other patient. The second event involved an erroneous result for creatinine plus ver.2 for one patient. The third event involved seven erroneous results for ion selective electrode (ise) sodium, three erroneous results for ion selective electrode (ise) potassium, and four erroneous results for ion selective electrode (ise) chloride on a total of seven patients. The patients' age, gender, and weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.